Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a defective power supply unit. The component was found burnt on the power supply unit. Tubing was dirty. Receptacle unit was loose. Tank holder paint was peeling. Video connector socket was worn. The power switch does not light up; it was dirty and cracked. Printed circuit board failure. In addition, there was minor scratches on the top cover, chassis and front panel. Front panel buttons were a little hard to press but working. There was corrosion on the rear panel and chassis. There was minor hit marks on the front panel. Finally, all the grooves of front panel were okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the video system center was not turning on. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the power did not turn on because of a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.